Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post implant lead impedance was >2500 ohms. When the patient was returned to surgery, the lead could not be removed from the pulse generator. Therefore, a new lead and pulse generator were implanted.